Event description:
During surgery instrument garrote wire did not fire. Force was applied and right side broke. Scissors were used to complete the procedure.

Event description:
During surgery instrument garrote wire did not fire. Force was applied and right side broke. Scissors were used to complete the procedure.